Event description:
A hospital in (B)(6) reported that during a procedure, the wire tightener could not be loosened from the wire.

Manufacturer narrative:
Device used for treatment, not diagnosis. The wire tensioner was analyzed for conformance to print specifications as well as the device history records were researched. The review revealed that the instrument was manufactured according to the specifications, no abnormal findings were identified. In addition, checking the manufacturing and assembly instructions, it has been noticed that the drawing defines only a low finale tightening torque 5 nm between the reaction fork and the main body. Therefore, it is conceivable that a loosening of the reaction fork could occur. The product went for further investigation..

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complaint is valid. CAPA (B)(4) has been initiated to address this problem.